Manufacturer narrative:
Correction data: h6 - investigation findings (c): 4310. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment; each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a replacement lens of same length different power. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation data: h3 - device evaluation: lens was returned in micro-centrifuge vial, with residue/debris on the product. Visual inspection found optic deformed and haptic deformed. Dimensional and functional inspection found the lens within specifications. Claim# (B)(4).